Manufacturer narrative:
(B)(4).this report of a leak was not confirmed due to a lack of sample. The root cause was undetermined. The lot number is unknown; therefore a batch review cannot be performed.

Event description:
A customer contacted baxter's technical service center regarding assistance with therapy (set up assistance/final bag disconnect) on the homechoice (hc). This event occurred during use with the patient not connected. The home patient (hp) stated that final bag leaked out during setup, before priming. The technical service representative (tsr) advised the hp to start over with new supplies. The hp stated they would start over with new supplies. There was patient involvement but there was no patient injury or medical intervention associated with this event.